Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaw tip broke (silicone peeled) while in use. Nothing broke off and fell into the patient. It was immediately removed from the field while preforming surgery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h10. Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaw tip broke (silicone peeled) while in use. Nothing broke off and fell into the patient. It was immediately removed from the field while preforming surgery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaw tip broke (silicone peeled) while in use. Nothing broke off and fell into the patient. It was immediately removed from the field while preforming surgery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The lot # 25154022 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/10/2021. An investigation was conducted on 05/11/2021. A visual inspection was conducted. Signs of clinical use and evidence of heavy blood and charred material was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw at the center of the hot jaw but remained attached at the base and tip. The grey silicone insulation on the hot jaw was observed to be peeled away from the jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed as well as the analyzed failure "material twisted/ bent wire" was confirmed.